Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss to the ilet while blood glucose levels remained unaffected; troubleshooting included toggling settings, restarting the ilet, and advising a pairing window. Symptoms included no reported adverse clinical effects. Outcomes included no interruption in glycemic management per user report and no medical intervention or hospitalization. Investigation included customer service troubleshooting and user education focused on reconnection steps and pairing behavior. Investigation of this case revealed a transient communication disruption between the cgm and the ilet that was addressed by standard reconnection procedures, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was a temporary bluetooth communication issue consistent with use-related or environmental factors.